Event description:
Complainant alleged the device displayed "bridge test failed" and "pacer fault 117" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.